Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, brown particles, and an opening. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a striated edge opening in the anterior side, consist with use of a surgical tool. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and deflation. Device has been explanted.